Event description:
The reporter stated that certain electronic components of a baxter medical beds were non-functional. The reporter indicated that they were instructed to wire the electronic parts despite the components reportedly not functioning properly, which the reporter stated is a major safety risk. The reporter further stated that some device components were defective and assembled at incorrect angles. They alleged that they were instructed to force the components into position and weld the parts together. Reporter expressed concern that these assembly practices could result in device malfunction and potential adverse events for patients using the beds.